Event description:
It was reported that a faradrive steerable sheath clear that was selected for a paroxysmal atrial ablation exhibited air ingress. During the procedure when attempts were made to aspirate the sheath, air bubbles were noted in the sheath by the physician. The sheath was aspirated again, and catheter was also replaced but air bubbles were still noted. The physician believed that the sheath valve may have contributed to the reported event. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.